Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, prime test, and occlusion test, no alarms were noted. The insulin pump had slight dent/loose drive support disk, battery tube threads cracked, broken reservoir tube lip, minor scratched lcd window, cracked case at display window corner, scratched reservoir tube window, and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump alarmed for compromised sensor system during the prime process. Blood glucose reading was 247 mg/dl. The customer stated that the insulin pump was dropped to the ground during the prime process prior to the alarm. Customer noted that the drive support cap was protruded. Advised that the insulin pump will be replaced. The customer declined to return the out of warranty insulin pump. Customer will received continuation of therapy insulin pump. Nothing further reported.